Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. Functional testing was performed and passed. Audio/vibration test with dexcom global receiver communication tool was performed and passed. "Try-it" audio/vibration test was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. The speaker and vibrator resistance was measured and passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.